Manufacturer narrative:
The reported battery voltage anomaly was confirmed in the laboratory. The remaining capacity to eri was above the recommended limit. The device was tested on the bench and no anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to implant, the device was interrogated outside its package and low battery voltage was observed. The device was not implanted.